Event description:
The customer's blood glucose was unknown. It was reported that the customer received a motor error alarm during basal delivery. The customer stated that the insulin pump was not exposed to a high magnetic field and that this was the first occurrence of the alarm within 30 days. The customer stated that they did not use the sensor feature on the insulin pump nor did they press esc to go to the sensor graph during a bolus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.